Event description:
Baxter received a report from the dialysis center that a pt had expired during a hemodialysis procedure on a system 1000 hemodialysis instrument. Baxter was given the following info regarding the incident. The hemodialysis treatment began at 11:15am. At 1:30pm the pt complained of feeling an irregular heart rate. The unit nurse examined the pt and the treatment continued. At 2:45pm the pt's blood pressure dropped and the pt went into a heart rhythm of ventriculat tachycardia. Dialysis was stopped and the pt's blood was returned. CPR was initiated. The pt was defibrillated and received appropriate medications. Resuscitation was not successful and efforts were stopped at 3:19pm.